Event description:
It was reported that a patient failed to follow therapy steps during the initial drain of peritoneal dialysis therapy. The patient connected to the set up after observing air in the patient line after priming. The technical services representative assisted the patient in ending therapy. The patient would complete therapy by starting over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This complaint is for a report of an use error, failed to follow therapy steps, where the home patient stated they were connected after observing air in the patient line after priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.